Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave nav catheter, upon opening catheter, a white film on the handle of the catheter was noticed. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to return for laboratory analysis as it has been disposed by the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
Media review: an image was reviewed by a boston scientific quality engineer. The image shows evidence of white marks on the handle. The reported event was confirmed by the image; however, the cause of the reported event was not confirmed in the absence of device return. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during preparation for a pulse field ablation (pfa) procedure using a farawave nav catheter, upon opening catheter, a white film on the handle of the catheter was noticed. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter is not expected to return for laboratory analysis as it has been disposed by the facility.